Manufacturer narrative:
The patient identifier is (B)(6).

Event description:
Asap too study. It was reported that the device did not have a complete seal. On (B)(6), 2018, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was advanced. The procedure was completed successfully and with no patient complications. On (B)(6), 2018 as planned the patient was discharged on aspirin and clopidogrel. On (B)(6), 2019, the patient had a transesophageal echocardiography (tee) evaluation as part of the 3-month follow up visit. The tee report revealed an incomplete seal with a jet size greater than 5mm. It was further reported that the jet size was not greater than 5mm and was measured to be 1.3mm.

Manufacturer narrative:
(B)(6).

Event description:
Asap too study: it was reported that the device did not have a complete seal. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was advanced. The procedure was completed successfully and with no patient complications. On (B)(6) 2018 as planned the patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient had a transesophageal echocardiography (tee) evaluation as part of the 3-month follow up visit. The tee report revealed an incomplete seal with a jet size greater than 5mm.